Event description:
It was reported that code 1005 had appeared indicating that this right ventricular (rv) lead exhibited high out of range shock impedance. Boston scientific technical services (ts) provided possible cause and a resolution option. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that code 1005 had appeared indicating that this right ventricular (rv) lead exhibited high out of range shock impedance. Boston scientific technical services (ts) provided possible cause and a resolution option. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the patient is transitioning into hospice care. No adverse patient effects were reported.